Event description:
Pt's parent called to report that there was moisture behind the display on pt's pump. When asked if pt had worn the pump in the shower or while swimming, they said that pt never gets the pump wet. When they looked inside the cartridge compartment, it was wet as well. When asked what the pt's blood glucose level was, they said that it was 400. The pt is back on injections.